Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse removed bd insyte¿ autoguard¿ shielded IV catheter realized that it was broken in half with a part of the catheter inside the vein. The remaining part of the catheter in the vein was removed with forceps. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: received one used iag 20ga catheter/adapter assembly from the lot number: 7356759. The adapter was attached to an extension set with the tubing cut off. The defect catheter broke/separated after placement was confirmed with the returned catheter/adapter assembly. The tubing edges having a clean cut/slice may indicate the failure mode was a cut induced by a sharp instrument, such as scissors. A definite when or how this type of damage occurred cannot be determined with the sample and information provided. DHR review was performed on the lot number: 8356759: the lot number was built on afa line 6 from january 3, 2017 thru january 8, 2017. Review of the DHR¿s revealed that all required challenges samples, set-up and in-process testing was performed per specification in accordance with the quality sampling plans. Set-up and in process samples for catheter broke/separated were performed on various stages throughout the process, all the inspections passed per specifications. Review disclosed there were no related reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the event description. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that the nurse removed bd insyte¿ autoguard¿ shielded IV catheter realized that it was broken in half with a part of the catheter inside the vein. The remaining part of the catheter in the vein was removed with forceps. There was no report of exposure, serious injury or medical intervention.